Event description:
It was reported that on (B)(6) 2026, the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient had been walking at the time of the shock. Muscle/pocket stimulation was also reported. Technical services (ts) review of the device data showed that there were recently recorded untreated events (beginning (B)(6) 2026) as well due to sensing of non-physiologic artifact/noise. Per the company representative, provocative maneuvers had been performed in-clinic at the patient's previous follow-up and noise had been observed on all vectors. The s-ICD system had been programmed to the alternate vector prior to that check and remained with that programming after the appointment as that vector was re-selected during the automatic set-up process. It was also noted that smart pass had been disabled on (B)(6) 2026 due to low amplitudes and a long r-r interval. It was re-enabled on (B)(6) 2026. Ts discussed that the noise present on the treated/untreated episodes largely consisted of artifact that was suggestive of compromised electrode integrity, though some myopotential noise was also observed. Additional provocative maneuvers and x-ray imaging were recommended, along with lead revision, depending on the results. If the imaging was inconclusive with regard to the lead, replacement of the s-ICD as well was also discussed. No adverse patient effects were reported.